Event description:
It was reported the lithotripsy transducer exhibited a "check probe" error. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Updated fields: h2, h3, h6, h11. The device was not returned for evaluation. However, an olympus service mobile technician was dispatched and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor the performance of this device.